Manufacturer narrative:
The calcium reagent lot number was 861168. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas c 303 analytical unit. The sample initially resulted in a calcium value of 2.1 mg/dl. Since the value was a critical low result, the sample was repeated. The repeat result was 10.1 mg/dl and this value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed multiple abnormal aspiration alarms near the time of the event. The field service engineer determined that there was an issue with the reagent pack; the customer stated that some of the reagents could have been left on the dock and not stored correctly. The customer had also used the incorrect calibrator lot for calibration. The reagent pack was replaced, and the information for the correct calibrator lot was downloaded onto the analyzer. Calibration, controls, and precision studies were performed with no issues. The investigation determined that the service actions resolved the issue.